Manufacturer narrative:
Additional information and corrected data: the following fields are being updated per further information received. Section a2: age - customer estimated the age as being between 45 and 47 years old. Section a3a. Sex - female section a3b. Gender - cisgender woman/girl section b5 (describe event or problem) - according to the surgeon, everything was healthy beforehand with no abnormalities whatsoever until the patient had mild hyperopia of approximately +2 d sphere and wearing glasses or contacts was not an option; therefore, the toric lens was replaced with a puresee model lens.

Event description:
It was reported by the customer that the toric intraocular lens (iol) was explanted. Through follow up we learned that the reason for the explant of the lens in the right eye was that due to a capsular defect, the lens could not be centered. It was always tilted, resulting in a higher residual cylinder (-2.50 diopters) and halos. Glasses or contact lens fitting was not possible. A lens was also implanted in the left eye and remains implanted. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b, explant date: unknown / not provided. Section e1, telephone number: (B)(6). Section h3, the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect, clinical code: 4581: device decentered or dislocated or tilted subluxated or wrong position. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 05-feb-2026. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection under magnification was performed on the suspect product. The lens was found cut. No issues that could cause or contribute to the complaint issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zcu100 model lens. The observed ¿lens cut¿ could not be confirmed to be related to the manufacturing or design process. No further evaluation was performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.